Manufacturer narrative:
The pump the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, keypad voltage test, displacement test, and the dat test at .08635 inches however the pump has a high sleep current measurement. Successfully downloaded the trace and history files using thus. The pump was programmed with a guardian link 3 transmitter and test plug. The pump calibrated to the programmed test values properly and displayed correctly on the display graph. The pump was monitored for 24 hours while connected to the transmitter and a test plug without errors. The pump was cut open to perform a visual inspection. No damage or moisture damage was found on the electronic assembly pcba 2, motor, or force sensor however, moisture damage was found on pcba 1. Swapped a test pcba 1 and the sleep current measured within specification. High sleep current is due to moisture damage on pcba 1. No unexpected communication errors, lost sensor alarm, additional sensor related errors, rewind anomalies, or unresponsive keypad noted during testing. A test p-cap does lock into place inside the reservoir compartment properly. The following were. Noted during physical inspection: scratched case, cracked reservoir tube lip, cracked battery tube threads, stained serial number label, stained keypad overlay, pillowing keypad overlay, and cracked battery compartment. The reservoir unable to lock in place properly, rewind anomaly, sensor/transmitter connection errors, and unresponsive keypad are not confirmed. Cosmetic damage on the battery compartment is confirmed. Moisture damage was found on pcba 1 during visual inspection which caused the high sleep current. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that from the insulin pump reservoir was popping out and it wont secures. Customer stated that the buttons were not responding. The insulin pump battery area and cap area was cracked and the rewinds were slower. No harm requiring medical intervention was reported. The insulin pump will not be returned for the analysis.